Event description:
A pt receiving muscle stimulation therapy for a week prior without incident, reports being shocked by the device which resulted in pt being injured. Pt felt shock around heart area when beginning treatment on their left leg. Pt received medical attention for heart palpitations after treatment.